Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address a loose cup, failed bearing implant and an incongruent acetabulum. The cup was noted to be inverted and the patient had a significant amount of pain, discomfort and wear. Patient was noted to have increased metallosis in her blood. Intraoperatively, the hip was determined to be significantly unstable. A seroma was removed. The head was noted to be articulating with the superior aspect of the acetabulum. The cup was significantly loose. All fibrous tissue with grayish metallosis was removed. Doi: (B)(6) 2009. Dor: (B)(6) 2018, (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient code) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging injury, economic loss, excessive levels of chromium and cobalt in the blood, pain, suffering and emotional distress.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.